Manufacturer narrative:
The device was returned for evaluation. Visual inspection and functional tests were performed. There was damaged line cord, damaged reflux plug and a broken micro switch. The reported issue of 'bad switch' was duplicated. The problem was deemed to be caused by the customer. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI information is unknown. (B)(4).

Event description:
It was reported that the device had a bad microswitch. No patient injury was reported.